Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that transeptal was done first with slo, 8,5f under transesophageal echocardiography (toe) and then faradrive. It was impossible to cross the septum. It was fine with the dilator alone but not with faradrive. Tested with a new sheath. Same difficulties but after several tests, curving it finally worked. The procedure was completed successfully by using original device. No patient complications have been reported. The product return status is unknown.

Event description:
It was reported that during the pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that transeptal was done first with slo, 8,5f under transesophageal echocardiography (toe) and then faradrive. It was impossible to cross the septum. It was fine with the dilator alone but not with faradrive. Tested with a new sheath. Same difficulties but after several tests, curving it finally worked. The procedure was completed successfully by using original device. No patient complications have been reported. The product return status is unknown. It was further reported via the crossing was attempted three times. The septum puncture was located in the middle on the thinner part. The device is not expected to be returning. No other issue has been reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.